Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the led. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during inspection. There was no report of patient harm. Led disappearing by moving the segment.